Manufacturer narrative:
The device was returned to zoll; the malfunction was not replicated or confirmed. The activity logs from the patient event were not available for evaluation. The device was put through extensive testing without duplicating the reported malfunction. The pace/defib engine was replaced as precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "defib failed" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.